Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator was explanted for a loss of therapy on (B)(6) 2017. There were no further complications reported or anticipated.

Manufacturer narrative:
Evaluation conclusion code does not apply. Evaluation result code 3233 does not apply. Analysis of the implantable neurostimulator found no anomalies of the device. If information is provided in the future, a supplemental report will be issued.